Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the urologist had finished enucleating the prostate and was about to use the morcellator but when testing the system, the foot pedal wouldn't allow the pinch value to open on the s-pilot. Procedure aborted and the patient will stay on the ward until the device is ready to use again.

Manufacturer narrative:
Device evaluation: the device history records (DHR) have been checked and found to be according to the specification, valid at the time of production. During the system test investigation, it was determined that a malfunction occurs in the application when the connection cable on the foot switch is moved close to the cable exit point. Due to the cable break at the exit point on the housing, safe control can no longer be guaranteed. The failure in the customer's application can therefore be clearly attributed to the foot switch. The broken conductor in the cable was most probable caused by frequent movement during use. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information was provided in section b5. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
On december 30, 2024 the information was received, that the patient has to wait for 2 weeks for another procedure.